Event description:
It was reported that the patient underwent an acdf at c3-c4 where a quarter of a rhbmp-2/acs kit was used. The rhbmp-2/acs was placed in a hydrosorb spacer and a hydrosorb plate was used for stabilization. The patient reportedly complained of airway issues between two days in 2008. The patient presented to the emergency room on the same day, and expired within twenty minutes of arrival. An autopsy was performed, and found no evidence of airway obstruction, no heart attack and no pulmonary embolism. There was swelling of the surgical site appropriate for two days post-op.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.